Event description:
Pt suffered severe head trauma from motor vehicle accident. Intracranial pressure sensor was implanted and after 24 hours of successful monitoring; pt was moved to CT and back to unit. Upon return "system failure" message appeared on icp monitor. Difficulty was attributed to the sensor which was explanted.